Event description:
Patient weight was obtained.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain indications. It was reported that the patient stated that last night they couldn't lay down in bed because their legs started shooting up and down. The patient stated that they tried calling the manufacturer for help and were told to charge the implant. The patient added that they followed the instructions and were able to charge their implant from 20% to 40%, but now the controller was not charging from the ac power supply. The patient explained that the controller had been recharging from the ac power supply for six hours but the battery level had only gone down. The manufacturer's patient services specialist (pss) walked the patient through removing the battery pack. The patient confirmed that there was no physical damage on controller battery compartment pins nor battery compartment connector port pins. The patient then connected the controller to ac power and confirmed the controller powered on. The patient re-inserted the battery pack and confirmed controller was 40% and implant was 40%. The patient confirmed seeing "recharging" and the green light flashing but noted this is what it had been doing all day. The patient stated the controller battery dropped from 50% to 40%. The patient then disconnected the controller from the ac power supply and stated the controller shut off and would not come back on. Pss had the patient ensure the battery pack was fully seated in the controller, which they confirmed it was. Pss had the patient try aa batteries which did turn the controller on. Pss walked the patient through how to turn stimulation off and how to turn intensity down.

Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6). H3: analysis of the m995402a001 battery pack (s/n (B)(6)) revealed no anomalies and that complaint was unverified- battery charged when placed in known good 97745. And was read by battery pack reader and met specification requirements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID m995402a001, serial# (B)(6), product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain indications. It was reported that the patient stated that last night they couldn't lay down in bed because their legs started shooting up and down. The patient stated that they tried calling the manufacturer for help and were told to charge the implant. The patient added that they followed the instructions and were able to charge their implant from 20% to 40%, but now the controller was not charging from the ac power supply. The patient explained that the controller had been recharging from the ac power supply for six hours but the battery level had only gone down. The manufacturer's patient services specialist (pss) walked the patient through removing the battery pack. The patient confirmed that there was no physical damage on controller battery compartment pins nor battery compartment connector port pins. The patient then connected the controller to ac power and confirmed the controller powered on. The patient re-inserted the battery pack and confirmed controller was 40% and implant was 40%. The patient confirmed seeing "recharging" and the green light flashing but noted this is what it had been doing all day. The patient stated the controller battery dropped from 50% to 40%. The patient then disconnected the controller from the ac power supply and stated the controller shut off and would not come back on. Pss had the patient ensure the battery pack was fully seated in the controller, which they confirmed it was. Pss had the patient try aa batteries which did turn the controller on. Pss walked the patient through how to turn stimulation off and how to turn intensity down. The issue was not resolved. A replacement battery pack was sent out.